Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced an interruption in dosing during sensor warmup, with a blood glucose (bg) of 274 mg/dl. The agent guided the user to manually enter a blood glucose monitor (bgm) value to resume dosing. The agent walked the user through entering in the bg manually. The user reported feeling fine and chose to wait until the sensor warmup was completed. The user's highest blood glucose (bg) recorded was 274 mg/dl. Bg was corrected by reconnecting to the ilet and pairing the sensor. No symptoms were reported during the event.